Event description:
It was reported that the one day post implant, the patient was noted to have diaphragmatic stimulation. The stimulation occurred when the patient moved their arm in certain directions. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).